Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: spinal stenosis procedure: posterior lumbar interbody fusion(plif) levels implanted: "1" level it was reported that during surgery, the screw broke and sheared off when the surgeon was torquing it down. The products came in contact with the patient. No fragments remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic review confirms that the tip of the break off screw was fractured. A microscopic review of the fracture face reveals that the fracture is consistent with torsional overload with a bending moment introduced as the screw head pushed against the rod. There are witness marks on both the external and internal hex. If the screw is driven down using the internal hex bypassing the torque limiting feature, it is possible to tighten the screw with enough pressure to shear the tip. There is damage to the threads on the inside of the hook consistent with high levels of force being placed on the screw tip and rod. The witness marks on the tip of the screw that was returned reveal a higher level of force than is usually seen. If information is provided in the future, a supplemental report will be issued.